Event description:
The hcp reported that when the patient moved her head/neck a certain way, stimulation surged down her right leg to her toe. Follow-up with the hcp provided that the patient had shocking and numbness in her legs. An x-ray in 2008 showed that the lead may be displaced. The patient's device was reprogrammed. The patient was considering a revision/replacement. The patient outcome was reported as "non-serious illness/injury."